Event description:
It was reported that upon opening a bd bactec¿ mgit¿ 960 supplement kit had fungus in it. The following information was provided by the initial reporter: when they opened the box, the supplement vial had fungus growth in it.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes, d9: returned to manufacturer on: 2023-04-10. H.6. Investigation summary: panta batch number 2293347 was provided by the customer. Batch history review for panta batch 2293347 was satisfactory and no quality notifications were generated during manufacturing and inspection. Qc inspection and testing were satisfactory at time of release. Retentions were available for inspection for panta batch 2293347 (10 vials). No media defects or contamination was observed in 10/10 panta retention samples. For further investigation two panta vials were reconstituted with deionized water. One panta vial reconstituted with deionized water was placed into the 20-25-degree celsius incubation, and one panta vial reconstituted with deionized water was placed into the 33¿37-degree celsius incubator. For additional testing two panta vials were reconstituted with growth supplement batch 2293450. One panta reconstituted with growth supplement was incubated at 20-25-degrees celsius (the remaining growth supplement in the vial was also incubated), and one panta reconstituted with growth supplement was incubated at 33-37-degrees celsius (the remaining growth supplement in the vial was also incubated). At the end of a fourteen-day incubation period no microbial growth was observed in 6/6 incubated retention vials. Two photos were received to assist with the investigation: both photos show an uncrimped reconstituted panta vial from batch 2293347. There does appear to be fungal growth in the vial. Returns were received to assist with the investigation. A dhl shipping box was received with two reconstituted panta vials from batch 2293347. Both vials were bubble wrapped and already reconstituted. There was possible mold inside both vials. The vials were sent to the microbial identification lab for identification of the contaminate. No growth or ID was obtained from the contaminate. No 245124-kit batch number was provided to properly complete an investigation. However, manufacturing records for panta batch 2293347 were reviewed and a probable kit batch number was found. Review of the probable kit batch number found the kit packaging process was satisfactory and there is one other complaint taken on the probable kit batch for contamination and is confirmed.

Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that upon opening a bd bactec¿ mgit¿ 960 supplement kit had fungus in it. The following information was provided by the initial reporter: when they opened the box, the supplement vial had fungus growth in it.